Manufacturer narrative:
A boston scientific sales representative stated the implant notes from the physician did not identify any complications. The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated her heart stopped during the procedure to implant this device. No adverse patient effects were reported.